Event description:
Information received indicates the bed has no head up function.

Manufacturer narrative:
The technician checked the valve and coil and found the head up valve was bad. The technician replaced head up valve to repair the bed.